Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported lipids were expected to infuse in 18 hours and the syringe was empty in 4 hours. No patient harm was reported.

Event description:
The customer reported lipids were expected to infuse in 18 hours and the syringe was empty in 4 hours. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that the syringe for an intended 18 hour lipids infusion was empty in 4 hours could not be confirmed or duplicated. Event log analysis showed that the infusion was programmed as a basic infusion, preventing the ability to identify what fluid was being infused. The detected syringe volume was 21.9462ml. The infusion was programmed for a vtbi of 17 ml and a duration of 18 hours which made the rate 0.9444ml/hr. The log showed that the infusion was stopped by a user approximately 5 hours after it was started. The reason for stopping the infusion early could not be ascertained from the log. The user accessed the syringe after placing the infusion in a pause state; the status of the syringe could not be ascertained from the log. The syringe and disposable set were not returned for investigation. The total volume infused was recorded at 4.6677ml. Testing and inspection did not show any malfunctions. The device rate accuracy was within specifications. The root cause for the reported event could not be identified.